Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead pacing impedance had exceeded the programmer upper alert threshold and triggered an alert for high impedance. The pacing impedance displayed a gradual increase in rv bipolar lead impedance over time. Follow up was completed and the alert level threshold was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an x-ray of the right ventricular (rv) lead showed the patient had twiddled the lead so many times there was no slack. The lead was extracted and replaced. No patient complications have been reported as a result of this event.